Manufacturer narrative:
The reported event of material integrity problem was not confirmed. A complete lead was returned in one piece. Visual examination did not find any anomalies. The s-curve height was measured within specifications. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the left ventricular (lv) lead was damaged. The lv lead was not implanted. The patient was in stable condition.